Manufacturer narrative:
On 11/26/2019, mentor became aware that mrn 1645337-2019-11886 was a duplicate of this complaint file. All further supplemental reports will be submitted under this complaint file. Per the duplicate complaint, the following information were added: the patient also experienced bilateral capsular contracture; baker grade unknown, date of event, the patient's date of birth, patient's age at the time of event, and patient's ethnicity and race. The fields for these additional information has been populated. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, generalized illness. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported (via FDA mw5083863) that a female patient of unknown age who underwent primary breast reconstruction with two 425cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including feeling sick with symptoms of what west nile virus, quivering motions, burning sensation in chest, back pain, chest pain, nerve pain, tremors neck, tremors in arms, neck pain, arm pain, stomach issues, diverticulitis, bleeding, groin pain, brain fog , breast pain, fast heart rate, and high blood pressure. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).